Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient currently has five electrode channels deactivated due to short circuits. No injury or significant illness is known since implantation of the device. Sound field test results show appropriate access to sound. Re-implantation is being considered.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: according to the currently available information, a problem with the active electrode due to short circuits with currently unknown origin seems likely. In addition, during implantation surgery, two channels were left out of cochlea, which might have contributed to the lack of performance. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient currently has 5 channels deactivated due to short circuits, also during implantation the electrode was inserted up to channel 11 at the cochleostomy, leaving only 10 channels within the cochlear. No injury or significant illness is known since implantation of the device. Re-implantation is being considered, but no date has been scheduled yet.

Manufacturer narrative:
(Exemption number e2015033). Conclusion: the device investigations show damage to the active electrode lead, which was possibly caused by contact between the lead and a surgical tool (e.g. Burr) during implantation surgery. In situ measurements have been pointing to short circuited channels since implantation. However, reviews of DHR and in-house measurements do not revealed any abnormalities, indicating that the device has been manufactured and released according to specifications. Furthermore, the active electrode array was not fully inserted during initial implantation surgery, which might have contributed to the observed poor benefit. Also, the unusual position of the device housing might have contributed to the reported pain in the implant area. This is a final report.

Event description:
The recipient had 5 electrode channels deactivated due to short circuits. Further, the device was sitting very close to the pinna causing pain. The recipient never achieved the expected performance. No injury or significant illness is known since implantation of the device. External equipment was functioning appropriately. The recipient has been re-implanted on (B)(6)2017.